Event description:
It was reported that "a year or so ago," prior to the date of the report, the pump started to move/flip a little bit, because the patient was losing weight. It was noted that the patient was obese. Subsequently, the patient was back in the hospital from (B)(6) 2015 with symptoms of overdose; the patient was drowsy. There was a change in therapy effect. The patient was treated with one dose of narcan, they responded, and the drowsiness stopped. Again, it was noted that the patient was losing weight and the "pump was shifting." On the afternoon of (B)(6) 2015, a manufacturer's representative visited the hospital to check the pump; no issues were noted. As of (B)(6) 2015, the patient had pain in their neck and back; pain was elevated. The patient was out of state from where they were normally filled; their managing physician had not yet been contacted. The pump was being used to deliver dilaudid. Additional information regarding the cause of the overdose was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).